Event description:
It is reported that two patients were revised through an articular surface exchange due to a worn articular surface, without progression of osteoarthritis on the lateral side or any evidence of loosening of the component.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007/s00402-008-0670-2. It was reported in a journal article that two patients were revised through an articular surface exchange due to a worn articular surface, without progression of osteoarthritis on the lateral side or any evidence of loosening of the component. The journal article indicates that all patients were implanted with a miller-galante ii unicondylar prosthesis. The part and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment of patients. Operative notes for primary and revision surgeries were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.